Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test and the homechoice rite electrical test . The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - false empty detect at initial drain. The device was determined to meet the specification requirements relative to the iipv identified via device log review. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 1 . The programmed fill volume was 2200 ml and drain volume was 3842 ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported